Event description:
It was reported that in the operating room after placing the catheter into the pt's internal jugular vein, a blood leak was found at the connection between the sheath valve and the cath-gard. It was noted that after the catheter was inserted, the user removed and reinserted that catheter again. It was unk and no information available as to why that was done. After the leak however, the catheter was removed but replaced as the treatment was complete. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.